Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was not sensing upon testing with the pacing system analyzer (psa). After multiple attempts, the rv lead was removed and replaced on (B)(6). 2023. The patient was in stable condition throughout.